Event description:
Customer received result of 150 mg/dl on the advantage system while using comfort curve test strips, and result of 42 mg/dl on professional device within 10 minutes. Customer was given orange juice, apple juice and sweetened cranberry juice after testing 42 mg/dl on professional device. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.